Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing between control knob and distal tip just forward of control knob at 1 foot and 2 inches from distal tip; the fiber was tested with hene laser fixture, aim beam is visible at fiber break; the outer sheath does not exhibit signs of melting at the break; the glass cap exhibits moderate devitrification at output window; the fiber exhibits scratch marks on outer flow tubing. Probable root cause: based on the device analysis, the probable root cause of the failure is excessive bending.

Event description:
It was reported that during a bph surgical procedure the fiber was noted to: "fiber snapped right past the handle" at 161,432 joules and 40:18 minutes of usage. The procedure was completed with the use of a second fiber. Patient outcome: "no injury" reported.